Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump's display screen is blank. Customer stated they could not recall any significant events that lead to the alarm, but the device had previously been dropped without any visual damage. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states display and device are functioning properly. Customer's blood glucose level was 274 mg/dl at time of reporting. Nothing further reported.